Event description:
Contracture, seroma, rupture; silicone textured implants 2001 change in shape of right breast, change in shape, size, firmness of left breast, sharp pain in both breasts as well as deep ache under right armpit, ongoing fatigue and excessive perspiration, severe fatigue began in 2006; more severe symptoms as noted above began approximately 2014/2015 with increase in visible changes and pain early 2020. FDA safety report ID# (B)(4).